Event description:
It was reported that the patient was currently using an ungrounded patient cable. No further pump stops had occurred.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support and no further issues have been reported at this time. Although the evaluation of the submitted system controller log file confirmed the report of pump stops and low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation as there was no product available for investigation. The submitted system controller log file captured several pump stops and low speed advisory/hazard from (B)(6) 2018 08:48:02 am through (B)(6) 2018 12:59:30 am while the system controller was connected to a power module. Power elevations up to 9.3 w were captured during some of these events, and low flow hazard alarms were associated with the low speed hazard events. Based on previous complaint history, these events appeared consistent with a potential driveline issue. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced prior percutaneous lead replacement was reported on medwatch MFR report # 2916596-2016-02489. Approximate age of device ¿ 4 years and 2 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient called the healthcare professional to report that the lvad system was producing low flow alarms while connected to a power module using a normal power module patient cable. Interrogation of the system showed multiple pump stoppage events. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the provided log file that contained data from (B)(6) 2018. Pump stoppage events occurred on (B)(6) 2018. These events all occurred while the vad system was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-ray images submitted for review were unremarkable. It was noted that the patient had a prior external percutaneous lead replacement. The customer was informed that there was not enough original lead remaining to perform another replacement. No additional information was provided.